Event description:
Customer reported issues with the charging port on his device, which was loose and made charging more difficult, leading to the battery depleting rapidly and requiring more frequent charging. There was no reported impact to the customer¿s blood glucose level. Customer is in the process of obtaining a new pump through insurance, and no additional follow-up from technical support was requested or provided.